Event description:
It was reported that the implant at tooth site # 31 failed to integrate and was removed. # 31 was extracted on (B)(6) 2021 with a particulate graft. The patient returned back to the office on september for an implant pre-op appointment where an x-ray was taken and adequate amount of bone was present for an implant. Attempted to place an implant on (B)(6) 2021. Adequate torque was not achieved and the bone was found to be soft. The implant was removed, the osteotomy site was then grafted. Allograft.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number are k011028 and k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.